Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the high 200s mg/dl with extreme drowsiness associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient had changed the cartridge multiple times and this had occurred greater than 3 times; however, the patient did not use a cartridge from a different box. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.